Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The end user replaced the patient circuit which resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs helsinki - kuortaneenkatu 2 finland helsinki etela-suomen laani, fin-00510 h3 other text : the end user replaced the patient circuit which resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs helsinki - kuortaneenkatu 2 finland helsinki etela-suomen laani, fin-00510.